Event description:
(B)(4). Same case as: 2134265-2012-05503, 2134265-2012-05504, 2134265-2012-05505, and 2134265-2012-05506. Same patient as: 2134265-2012-04181, 2134265-2012-04169, 2134265-2012-03997, 2134265-2012-03998, 2134265-2012-04412, and 2134265-2012-04411. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis and coronary artery disease. In (B)(6) 2010, the patient presented with chest pain, shortness of breath and stress test revealed anterolateral ischemia. Coronary angiography performed revealed focal areas of restenosis of previously placed taxus stent in proximal and distal vein grafts. The patient was subsequently diagnosed with unstable angina (braunwald classification: unknown) and cardiac catheterization was scheduled in may 2010. Lesion 1 was an in-stent restenotic lesion (taxus stent deployed in 2008) located in the proximal segment of the saphenous vein graft (svg) to 1st diagonal. The lesion was 70% stenosed, 4.0mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 4.0x16mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was a de novo lesion located in the mid segment svg to 1st diagonal. The lesion was 80% stenosed, 4.0mm in diameter and 24mm long. The lesion was treated with direct stent placement using a 4.0x28mm taxus liberte stent. Residual stenosis was 0%. Lesion 3 was an in-stent restenotic lesion (taxus stent deployed in 2008) located in the distal segment of svg to 1st diagonal. The lesion was 60% stenosed, 4.0mm in diameter and 10mm long. The lesion was treated with direct stent placement using a 4.0x16mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient presented to the emergency department with recurrent angina and was hospitalized. Cardiac catheterization revealed severe in-stent restenosis of the previously placed taxus stents in the proximal and distal segment of the svg to 1st diagonal deployed in (B)(6) 2008 and previously placed 3 taxus liberte stents in the proximal, mid and distal segment of the svg to 1st diagonal, deployed in (B)(6) 2010. A redo bypass of the proximal lad with left internal mammary using robotic assistance via left anterior mini-thoracotomy without the use of cardiopulmonary bypass, interrogation of bypass graft with mediastinum transit time flow measurement device was performed. The event was considered resolved without residual effects and the patient was discharged aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).